Event description:
In 2006, I underwent a total right hip replacement with no complications. On (B)(6) 2009, I underwent a total left hip replacement. As I was going through my recovering, I noticed a significant difference in pain than the right side. I continued care with my orthopedic who assured me through xrays that the implant was intact. One yr later, I continued to see my doctor with increased pain. Through another xray, he discovered the right side that was done in 2006 was partially out of socket and that was causing me to compensate on the left side. A revision was done (B)(6) 2010 on the right side. As of today (B)(6) 2011, I have severe pain in my left hip still. I have rec'd my medical records and discovered that my left hip implants are depuy pinnacle 300 acetabular, depuy pinnacle metal insert and depuy articule/eze metal on metal femoral head. This has caused great concern. I am in the process of meeting with my orthopedic doctor and scheduling the test suggested, cobalt and chromium. Reason for use: degenerative joint disease.